Manufacturer narrative:
This report is being filed under exemption (B)(4) by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer (B)(4). (B)(4) received the customer complaint indicated that the maxi sky 440 portable ceiling lift fell on the floor when the caregiver wanted to install the ceiling lift on the installation rail. No injuries were reported and no patient was involved. The system involved was attached to the track trolley with using the extension strap and the reacher. It was reported that the caregiver lifted up the maxi sky 440 portable ceiling lift through the handle in order to hang the reacher into the extension strap. This was completed successfully. The upper part of the reacher was attached to the carabiner of the extension strap. While doing so, the carabiner of the ceiling lift strap detached from lower part of the carabiner and as a consequence caused the ceiling device to fall down on the floor. Please be aware that the reacher is accessory dedicated for portable ceiling lifts which provides an easy way to install and remove a portable lift from the track trolley or from the extension strap). When reviewing similar reportable events for maxi sky 440 and similar portable ceiling devices (v3 , voyager), we have found a limited number of cases related to the lift detachment due to failure attachment of the carabiner. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is low. Based on the collected information and photographic evidence, the carabiner for regular strap was detached from the reacher and from that perspective, the device did not perform as intended. After the event, the parts were examined by the (B)(4)representatives and no breakage were noted in the reacher or the carabiner. The carabiner worked correctly. It should be noted that it is crucial to follow all safety instructions regarding device attachment on a track, included in the device instruction for use to provide an easy and safe installation and usage of ceiling lift devices. The correct installation of the carabiner on the reacher is essential to provide safe and efficient transfer. In light of reported information, it seems most probable that the carabiner was not attached correctly. It was probably oriented in a position that forced its latch to open causing detachment of the device - which is considered as incorrect installation. From this evaluation it would appear most likely that the event was probably caused by the user error which is related to not following the instruction for use. It should be noted that the instructions for use accompanying the portable ceiling lift and reacher bar demonstrates how to properly install the device before performing a transfer. The IFU of the maxi sky 440 (001.16000.33 rev.13) clearly states that the daily maintenance should be carried out before using the lift "inspect the carabiner at the top of the strap to ensure that it is properly attached." The IFU of the reacher (001.08315, rev. 5) also presents the adequate way to install the carabiner in the reacher. The labeling of the lift and accessory were both found to be clear to allow a properly trained caregiver to avoid the misuse of the device. We would suggest to re-introduce the involved staff with the contents of the maxi sky 440 and portable lift reacher instruction for use, with special attention how to properly installing the device, the carabiner in the reacher and the strap in the carabiner. In summary, the carabiner for regular strap was detached from the reacher and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported incident. We find this complaint to be reportable to the competent authorities in abundance of caution based on the potential of the serious injuries when the situation re-occur.

Event description:
Arjohuntleigh received the customer complaint indicated that the maxi sky 440 portable ceiling lift fell on the floor when the caregiver wanted to install the ceiling lift on the installation rail. No injuries were reported and no patient was involved.